Event description:
Caller reported a malfunction on the pump, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which successfully resolved the issue without recurrence. Caller was advised to continue using the pump and to contact support if the malfunction code appears again.